Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck in prime or rewind loop. Customer tried to fill tubing but it kept rewinding and pushing fluid through. The customer stated that they used insulin which brought their blood glucose level to 46 mg/dl. Customer treated the low reading with glucose and juice. Blood glucose was 105 mg/dl at the time of the call. During troubleshooting, customer was advised to press act on the rewind complete screen but the insulin pump alarmed motor error. Customer also mentioned the drive support cap was sticking out. Customer was not using the insulin pump in the last 72 hours. Customer was unable to troubleshoot for low blood glucose due to the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and recommended to refer the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test due to motor error alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
Device alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test.